Event description:
Pt had bilateral subglandular inframammary 270cc dow corning gels for augmentation in 1982. Pt had some closed capsulotomies but otherwise had no local complaints until 1993 when mammogram revealed an abnormality on the left, positive for stage I cancer. Pt had lump excised with radiation therapy (n0 positive lymph nodes) and developed contracture. So in 1994, pt had bilateral open capsulotomies, placement of left submuscular expander and right larger saline (sultex 300cc) inserted with right capsulotomy and partial excision. Both implants were bleeding gel, no change gross rupture. The pt had left open capsulectomies to reposition in 1994, but contracture has reoccurred. In addition, over the years, the pt has developed progressively disabling systemic symptoms including: arthralgias/myalgias (positive am stiffness), paresthesias, spasms, fatigue, sleeping disturbances, fevers, recurrent uti/vaginitis, hot flashes/sweats/chills, ha's, visual changes, dizziness, memory loss, sicca, hair loss, rashes, sensitivity to sun/chemicals, shortness of breath: costochondritis, choking sensation, weight gain, and gi/gu symptoms, as well as dyspareunia.